Manufacturer narrative:
H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. The first returned photograph was reviewed, and it showed the product wet after use. In the second photograph, the blood port was connected, and the protective cap was attached on the dialysate side. A red marking was visible on the head cap at the possible location of the leak. Since the product is not in use anymore and no water leakage is visible, the reported failure can neither be confirmed nor excluded. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from an unspecified location of a polyflux 140h set during prime. There was no patient involvement. No additional information is available.